Event description:
(B)(6) 2025, 09:30 the nurse administered intravenous infusion therapy using a closed-system intravenous catheter per physician's orders. Following standardized procedures, the infusion flowed smoothly. Approximately 20 minutes post-infusion, the nurse observed leakage at the y-connector of the catheter. To prevent excessive fluid loss, the leaking catheter was removed and replaced with a new one, followed by reinsertion.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Due to the inability to identify the specific location and abnormal condition of the defect sample where leakage occurred, and the sample itself has not been received for further analysis, so the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.